Manufacturer narrative:
H3: product analysis of 104-4470, lotno:b403588 ¿ damage location details: the guidewire was found extending out from within the hyperform catheter hub for ~2.0mm and from within the catheter distal tip for ~42.0cm. No damages were found with the hyperform catheter hub. No bends or kinks were found with the catheter body. Upon visual inspection, the balloon appears to be in good condition. The guidewire could not be removed from within the hyperform occlusion balloon catheter as it was found stuck. ¿ testing/analysis: the hyperform occlusion balloon catheter and guidewire were cut to remove the stuck guidewire. An in-house mandrel was inserted into the balloon distal tip to test for inflation. The balloon was inflated without issue, no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed. No issues were encountered inflating the hyperform balloon. It is possible the placement of the guidewire ¿10 cm from the catheter tip during inflation/deflation¿ contributed to the reported event. As per the occlusion balloon system instructions for use (IFU), ¿balloon cannot inflate unless a portion of the distal 10 cm of the guidewire tip is occluding the distal inflation holes of the catheter.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during preparation, the hyperform balloon failed to inflate. The hyperform was replaced for the procedure. There was no harm or injury to the patient. Additional information received that the failure to inflate the balloon was observed during pre op. The hyperform was not used in the patient's body at all prior to the issue being observed. The guidewire that was used with the balloon was the xpedion 10. The physician did not shape the guidewire tip. The contrast ratio used was 1:1. The injection rate was steady. To deflate the balloon the syringe was pulled back. The guidewire was 10 cm from the catheter tip during inflation/deflation. The performance of the balloon was verified and inspected for presence of clot at the tip or inflation holes. Contrast was observed leaking during the inflation attempt.

Event description:
Additional information received that there were no kinks on the catheter during use. There was no leak observed on the catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.